Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. Was doing a matrix mis case and found that during the final tightening stage that the torque handle was not providing the torque / resistance needed and requested that we change the handle. The case was completed with this handle, however was removed from the set and will be sent for investigation. The patient was not affected by this, therefore no patient information was obtained.